Manufacturer narrative:
The fsr replaced the red level sensor. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the red level sensor cable was frayed and not functioning. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.